Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a leak coming from the integrated reaction unit (iru) waste drawer 1 while using the alinity m system. The customer reported liquid was observed under iru waste drawer 1. There was no liquid in the iru waste drawer 1. The customer reported there was crystallized liquid outside of the footprint of the instrument prior to the field service engineer (fse) visit. There was no direct contact with the observed fluid and all appropriate personal protective equipment (ppe) was worn. Fse discovered peristaltic pump 5 had disconnected tubing which caused the leak. Fse reconnected the tubing and cleaned up the leak while wearing all appropriate ppe. There was no patient involved as the leak was identified by the alinity m system user.